Event description:
Echelon powered 60 stapler used during abdominal supracervical hysterectomy was fired by doctor and only one staple came out. Stapler removed from field and replaced with new stapler. No harm to patient